Event description:
The (B)(4) distributor had returned battery pack (B)(4) to zoll lifecor stating the battery packs are defective.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. Battery (B)(4) was found to have defective cells within the battery pack. One of the cells has residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery packs.